Manufacturer narrative:
Insulin pump was unable to verify lost sensor alarm due to unresponsive keypad. Unable to perform displacement test due to unresponsive keypad. No button response on the act and esc buttons due to moisture damage on keypad traces. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer had low blood glucose levels of 66 mg/dl. The customer reported that the buttons of the insulin pump were unresponsive. The customer also reported a lost sensor alert from the insulin pump that could not be cleared. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.